Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information. The patient did not suffer any complications due to the issue. Two sutures broke during surgery. Four sutures were used in previous surgeries with no incident. There are six sutures left in the box that I returned. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify if the breakage was at the needle tip or the suture strand. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Related events captured via 2210968-2023-03183.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The tip of the needle broke off while in use on 2 of the sutures. There were no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/15/2023. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned devices. The returned sample revealed that one opened box with six packets that pertain to product code 1637g was returned for analysis. In order to evaluate the condition of the returned samples, the packets were opened, and the swage and attachment area was noted to be as expected. The needles were intact and no damage, or breakage on the body, tip, or swage area was observed during the evaluation. A functional test was performed, to needle by resistance and met the requirements. The event described could not be confirmed as the device performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-03182 and 2210968-2023-03183.